Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported single leaflet device attachment (slda) and poor image resolution was due to challenging patient anatomy. It should be noted that the mitraclip instruction for use (IFU) states that ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation." The reported off-label use was associated with the use of the mitraclip device on the tricuspid valve. The reported unexpected medical intervention was a result of case-specific circumstances as another clip was placed to stabilize the clip that experienced slda. There is no indication of a product quality issue with respect to manufacture, design or labeling. Medical device problem code 1494 - patient selectionna.

Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was an off-label mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The patient had a 4 leaflet tricuspid valve, restricted leaflets, tethered leaflets with a large coaptation gap, an enlarged heart and a rotated heart. Traditional grasping views were not attainable due to the patient's anatomy. An xt clip was successfully implanted. A second xt clip was also successfully implanted in the anterior/septal commissure. The leaflet coaptation and tissue bridge were confirmed prior to release. Post deployment, the second xt clip had a single leaflet device attachment (slda). The clip was detached from the posterior leaflet and remained securely attached to the septal leaflet. The slda was thought to be due to the large coaptation gap and leaflet tethering. A third xt clip was implanted to stabilize the slda clip. Three clips total were implanted reducing the tr to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.